Event description:
It was reported the case is damaged. Battery compartment was also mentioned. It was also reported the cases and battery drawer are broken. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case, lower case were broken and the battery drawer was damaged. It was also noted that the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the lead flex cover was contaminated, one case screw was missing, the release spring was damaged, the battery contacts were compressed, two side bails were missing, the ring was bent, the main printed circuit board (pcb) was out of electrical specification, the encoder flex was damaged and crimped. (B)(4).